Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found in specification in relation to the reported system error 224 alarm which was not reproduced. A single occurrence of system error 224 was verified through a review of the event history log. The device was found to operate as designed and no cause was identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 224 (spi task starved) alarm during therapy (dose, medication, volume, and rate unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.